Manufacturer narrative:
Two additional occurrences of the complaint were reported for this device lot from this customer. Additional information can be found in the following mdrs: 2245270-2015-00070, 2245270-2015-00071 . After conducting a thorough investigation into this claim vygon can confirm a quality problem with the product. During visual inspection it was found that 2 of the 3 units sent back confirmed this issue. Analysis determined that the root cause of this issue was not enough bonding solution was used for an adequate bond on the luer. A review of the inspection record for lot 150213d indicated the lot passed our internal acceptable quality level for leaks and occlusions. The confirmed complaints do not appear to be a systemic problem at this time. Corrective action: vygon assembly staff has been informed of this issue, and has been retrained in the bonding procedure to ensure the process is being executed correctly.

Manufacturer narrative:
Two additional occurrences of the complaint were reported for this device lot from this customer. Additional information can be found in the following mdrs: 2245270-2015-00070; 2245270-2015-00071. The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
The female luer on the extension set separated from the tubing. The nurse noted the leaking and replaced it with another set.